Manufacturer narrative:
This report is being submitted to provide updated information as well as correct the date of occurrence. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay for a patient performed on (B)(6) 2022 using a direct tested, kitted, nasopharyngeal swab sample.this MFR. Report addresses test one (1) of (2). The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal swab sample. Confirmation pcr testing (genexpert) was performed on the same day using a nasopharyngeal swab sample which generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see related MFR. Number: 1221359-2022-05132.

Event description:
Hold for ta 12/29 the customer reported two (2) false positive results with the ID now covid-19 assay for a patient performed on (B)(6) 2022. This MFR. Report addresses test one (1) of (2). The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2022 (sample type unknown). Confirmation testing was performed and generated negative results. Although requested, no additional patient information, including treatment and outcome, was provided.